Manufacturer narrative:
Catalog number and unique identifier (UDI) number added. Update to evaluation codes method and result device evaluation summary: the exhalation valve flow sensor (evq) was returned for failure investigation. A visual inspection was carried out on the returned component. It was observed that there was contamination on both the hot wire element and the temperature sensor, the evq was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test (post). The complaint was isolated to contamination; however, a root cause could not be identified. The failure relates to the reported complaint mode. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an exhalation flow sensor error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor to address the issue and performed calibrations, extended self-testing on the device and all tests passed.